Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine follow up during interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) showed an estimated battery longevity was at 15 percent remaining and a code displayed indicating possible premature battery depletion. It was noted the patient would be scheduled for a replacement procedure in the coming weeks. At this time the s-ICD remains in service and no adverse effects were reported.